Event description:
Angiojet catheter malfunction during fistula thrombectomy. Catheter set up per protocol. Catheter placed across thrombus. Attempted to extract thrombus and the catheter plunger filled with heparinized saline and started leaking into the angiojet machine. Catheter was removed and switched with a second catheter. This malfunction occurred again.